Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22 mm amplatzer amulet occluder was selected for implant using a amplatzer torqvue delivery system for a left atrial appendage (laa) procedure. During the procedure, the patient experiences a pericardial effusion. A percutaneous pericardiocentesis was performed and the patient was stable after. The patient remained hemodynamically stable throughout the procedure, however there was a clinically significant delay. It was alleged that the delivery system was the cause of the pericardial effusion. No additional information was provided.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but the field indicated that it was likely caused by the delivery system contacting the left atrium wall. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.na.

Event description:
Subsequent to the previously filed report, additional information was received that distal part of the delivery sheath allegedly hit the left atrium wall which resulted in the pericardial effusion.